Event description:
During the procedure, the surgeon would activate the 'seal' function, but the tissue would continue to bleed.

Manufacturer narrative:
The sample in question was returned and evaluated by a conmed investigator. The returned sample had met its manufacturing specifications and the reported malfunction could not be duplicated. However, the surgeon had to use another device to control the bleeding. Conmed considers this to be medical intervention. To be consistent and conservative, conmed electrosurgery is filing this event with the FDA.